Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the tip of the blade and the jagged part of the inner tube were broken during the endoscopic sinus surgery. The procedure was finished using a back up product. There was no patient impact.

Manufacturer narrative:
Product analysis result indicates that the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.23¿ in length. The break occurred at the first proximal tooth valley. Note ¿the distal tip outside diameter of the inner cutter (expanded area) did not appear to have a turned / machined finish. The assemblies were deformed in such a way that indicates the inner blade teeth impacted the outer cutting edge at the 4th proximal valley while moving in a ccw direction which resulted in the break. There were no signs of bends, concentricity, misuse, or mishandling. There was only minor were at the cutting tip which likely indicates the failure occurred after little use. The inner cutter and outer tube are supplier manufactured; additional components are installed for the final assembled by medtronic. Deformation of the outer tube distal tip has been proven to cause the inner blade tip to fracture / breakage at the first proximal tooth valley. If information is provided in the future, a supplemental report will be issued.